Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report that she had been having elevated blood glucose readings during the afternoon and evening time for the past few weeks. The highest blood glucose reading was at 500 mg/dl on the day of the call to animas. The patient also reported blood glucose reading of 375 mg/dl in the evening time on (B)(6) 2012. According the patient, she was feeling more tired in the afternoon and had increased urination. On the days when her blood glucose was elevated, she was able to take a correction bolus dose which got her blood glucose within the normal range. During the review of the animas pump, it was discovered that the patient had inadvertently set her basal rate to zero from 10:30 am to 7:30 pm each day. The patient acknowledged to basal rate setting of zero was incorrect. The animas representative walked the patient through correcting her basal setting. The reported issue was resolved with training. This complaint is being reported due to use error (incorrect basal setting) and because, the patient had elevated blood glucose of 500 mg/dl while on insulin pump therapy.